Manufacturer narrative:
A partial lead with the connector portion measuring 17.0 cm was returned for analysis. External insulation abrasion was noted at 13.0-13.8 cm from the connector pin, consistent with lead friction to the device can. The etfe coating and inner coil were intact at this location. Other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. On (B)(6) 2019 during the device change out at eri, an x-ray was performed on the riata lead for possible externalized conductor. The outer conductor between the rv and svc coils was noted to have a greater radius of curvature to the inner conductor; therefore, the physician deemed the conductor externalized and decided to cap and replace the lead. The patient is currently stable and recovering. Related manufacturer reference number: 2938836-2020-00413.